Manufacturer narrative:
Patient's weight not provided/unknown. Device lot number not provided/unknown.

Event description:
It was reported that the abutment screw fractured in the implant. The fractured piece was removed.

Manufacturer narrative:
One screw was returned for investigation. Visual evaluation of the as returned product identified signs of wear at the drive feature, and fracture across the threads. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: h3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.